Manufacturer narrative:
G4: 10mar2020. B4: 11mar2020. The manufacturer's field service engineer (fse) could not confirm the reported issue. The fse could not duplicate the blower high temp error and the unit only needed a preventative maintenance performed. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
The customer reported high blower temperature error. There was no patient involvement.